Event description:
The facility stated that the pt had fallen during showering procedures while on the concerto. There were no injuries reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the MFR arjo (B)(4). It was also reported that the device was sold in 2008 and there are no service records. It was found that the mattress was not good and that one of the safety side catches could not be securely locked. The on-site eval of the device has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.